Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one sprinter legend coronary balloon to treat a lesion. It was reported that during the procedure, removal difficulties were encountered; the support rod of the pre-dilation balloon could not be withdrawn, and it was replaced with another balloon of the same model. There was no adverse effect on the patient. There was difficulty removing the balloon following balloon inflation. The balloon got stuck in calcium after inflation after performing a non-medtronic atherectomy of the heavily calcified artery. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the device did not enter the patient's body. Correction: annex a code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: incorrect information was inadvertently submitted in the initial report (regulatory report:(B)(4)). Incorrect information submitted: removal difficulties were encountered. There was difficulty removing the balloon following balloon inflation. The balloon got stuck in calcium after inflation after performing a non-medtronic atherectomy of the heavily calcified artery. The patient is alive with no injury. Annex a code a150207 submitted in error. See section b5.desc evt problem for correct event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was intended to use one sprinter legend coronary balloon to treat a lesion. It was reported that during the percutaneous coronary intervention (pci) procedure, the support rod/protection wire of the pre-dilation balloon could not be withdrawn. The balloon could not be used. The device was replaced with another balloon of the same model. There was no adverse effect on the patient.